Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. This is a combinded initial and final report.

Event description:
The user's parent reported that the user was unable to hear sounds with the device after a head impact. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the cause of the device failure is most likely overload fractures in the active electrode, which are consistent with external mechanical impact. Due to multiple damages in the electrode and the fact that the complete electrode was not preserved, the exact location of the damage cannot be determined. This is a final report.

Event description:
The user's parent reported that the user was unable to hear sounds with the device after a head impact. The user has been re-implanted.